Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion located in the moderately tortuous and mildly calcified proximal to distal right coronary artery. Following pre-dilatation with a non-compliant balloon, a 4 x 28mm synergy stent was advanced for treatment. However, the device failed to cross and it was noted that the stent strut was deformed. The device was removed and with the aid of a buddy wire, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion located in the moderately tortuous and mildly calcified proximal to distal right coronary artery. Following pre-dilatation with a non-compliant balloon, a 4 x 28mm synergy stent was advanced for treatment. However, the device failed to cross and it was noted that the stent strut was deformed. The device was removed and with the aid of a buddy wire, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. A 4.00 x 28 mm synergy ous mr stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the found a hypotube break 40 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during analysis. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.